Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the date of removal is 6/9/2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021 , the product was returned to mentor for evaluation. On (B)(6) 2021 , mentor conducted a visual inspection of the returned device. A manufacturing record evaluation was performed for the finished device (B)(4), number, and no non-conformances were identified. Visual analysis of the returned sample revealed that the sal smooth rnd diap 225cc breast implant had a tear within a crease/fold on the anterior view measuring approximately 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. On 7/2/2021, it was reported to mentor that the replacement devices were mentor smooth round moderate profile 425cc. In addition, the patient experienced capsular contracture baker grade IV on the right side. The patient experienced inflamed capsules of bilateral breasts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/6/2021, it was reported to mentor that the patient experienced capsular contracture baker grade IV on the right side and local reaction. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/27/2021, a statement was added to the product investigation: "leak testing was performed, in accordance with mentor procedures, and no more leak sites were detected during the analysis. Inflammation is part of the complex biological response of body tissues to harmful stimuli, such as pathogens, damaged cells, or irritants, and is a protective response involving immune cells, blood vessels, and molecular mediators. The function of inflammation is to eliminate the initial cause of cell injury, clear out necrotic cells and tissues damaged from the original insult and the inflammatory process, and to initiate tissue repair. The classical signs of inflammation are heat, pain, redness, swelling, and loss of function. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest inflammation postoperative. While inflammation normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Inflammation is a known complication associated with this type of procedure and is referenced in the current IFU." Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate profile 225cc, catalog number 3501630, serial number (B)(4), lot 6452042. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 225cc and experienced spontaneous deflation on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.